Event description:
It was reported that a gynecological procedure was performed on (B)(6) 2006 and mesh were implanted. It was reported that mesh was implanted for prolapse of the uterus, bladder and rectum. Another gynecological procedure was performed on (B)(6) 2006. Another gynecological procedure was performed to remove eroding mesh from vagina and bladder. In 2007 the patient experience pain and could not sit down. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.